Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet used during training exhibited an unresponsive screen and irrational alert behavior that persisted after restart and required shutdown and reboot; function briefly restored before failing again, and a replacement device was provided. Symptoms included no injury or adverse physiological effects. Outcomes included temporary interruption of device use during training and replacement of the device. Investigation included remote troubleshooting guidance and logistical follow-up for device return and further inspection of the returned device . Investigation of this device revealed a suspected device malfunction related to the user interface or alert subsystem, consistent with a screen responsiveness failure.